Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out in range shock impedance values. It was noted that the patient had been evaluated, and defibrillation threshold (dft) testing had been unsuccessful in various shocking configurations. This crt-d was subsequently explanted. Due to patient anatomy, a replacement system was planned to be implanted at a future date. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This report contains a correction to h6: impact codes and b5: describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out in range shock impedance values. It was noted that the patient had been evaluated, and defibrillation threshold (dft) testing had been unsuccessful in various shocking configurations. This crt-d was subsequently explanted. Due to patient anatomy, a replacement system was planned to be implanted at a future date. No additional adverse patient effects were reported. Information was later received that a new system was implanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out in range shock impedance values. It was noted that the patient had been evaluated, and defibrillation threshold (dft) testing had been unsuccessful in various shocking configurations. This crt-d was subsequently explanted. Due to patient anatomy, a replacement system was planned to be implanted at a future date. No additional adverse patient effects were reported.